Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Visual examination of the provided pictures identified the explanted liner covered in bio-debris. The explanted liner was fractured in several pieces. No further evaluation could be made from the provided pictures. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is subtle asymmetric positioning of the femoral head within the acetabular cup indicative of polyethylene liner wear. There also appears to be a small joint effusion. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: zimmer biomet devices: item#: 65407501401, epoch composit ha coated 14 lt, lot#: 60253623. Item#: 00877503202, bioloxa delta, ceramic femoral head, m, a¸ 32/0, taper 12/14, lot#: 2444079. Item#: 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot#: 61035949. Item#: 65620005422, shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating, lot#: 60949045. G2: foreign: australia. The device will not be returned for analysis, as the device is unavailable per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent initial left hip replacement. Subsequently, patient was revised approximately 16 (sixteen) years later due to a traumatic dislocation. The liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.